Event description:
The patient noticed "decreased therapy" that was progressively worse through the weekend. The pump started to alarm and the patient called the physician. The patient went to see the physician in the office, at which time the physician detected a "pump motor stall" message. All efforts to restart the pump failed. The physician decided to explant and replace the pump. The patient recovered without sequela. The medication being delivered via the device system was fentanyl. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.